Event description:
Reporting status: serious injury - surgical intervention, disability. Reporting rationale: perforation requiring surgical intervention, guide wire tip remains in pt. Device issue: guide wire separation. It was reported that the procedure was to treat a lesion in the obtuse marginal off the cx. The case was very long and had required the use of many guide wires. During use of the traverse guide wire, a perforation occurred. The guide wire was removed at which time the tip separated. The pt was sent to surgery where the perforation was treated. The tip of the guide wire remains in the pt. The pt is reported to be doing good. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. A perforation is a potential hazard described in the IFU and is not generally associated with a quality issue. Moving the guide wire against resistance could possibly cause a perforation and the wire tip can become trapped and the only alternative is to pull too hard to remove the trapped tip, which can result in the tip separating. The IFU warns not to move the wire against resistance. There is no indication of a quality issue; however, a conclusive root cause could not be determined.